Event description:
On (B)(6) 2010: customer reports that fluoro failed during a procedure. Customer did not report any patient or procedural info other than the case was completed using a portable c-arm fluoro. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot the no image issue and found the image intensifier high voltage power supply had failed. Fse replaced and adjusted the high voltage power supply which corrected the image problem. However, the fse also determined the image intensifier was failing. The image produced has a bubble or coning effect with the image best in the mag 1 mode and ok in the mag 2 mode. In the normal mode, the coning effect is the worst. The fse advised and demonstrated the image issue to the facility biomed, who contacted facility management. They do not want to change the image intensifier at this time. The unit was returned to the customer after power supply repair for use.